Event description:
As reported by the edwards field representative, post successful deployment of a 26 mm sapien valve via a transapical approach, when the sheath was being removed a tear in the left ventricle (lv) was noted. At the induction of cvp the valve embolized into the left ventricular outflow tract (lvot). Per report, the apex was accessed without incident and the introducer sheath was placed. A balloon aortic valvuloplasty (bav) was performed with the edwards bav balloon under rapid ventricular pacing (rvp). The 26 mm sapien valve was deployed under rvp. The medical team was very comfortable with the position of the sapien valve placement. When the sheath was removed and on tying the first suture the apex tore. A figure was placed over the tear to control the bleeding and the patient was placed on cvp. At the induction of cvp it was noticed on tee the valve had embolized into the lvot. At this point the decision was made to convert the patient to open heart surgery. It was reported that the patient subsequently expired due to respiratory arrest. Additional investigation revealed the following: post deployment, the valve appeared to be stable in the annulus. When the sheath was being removed the lv "fell apart". At this point cvp was initiated via ancillary artery and femoral vein. The medical team concluded that the pressure from the cvp pushed the valve into the lvot.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, it was reported that the apex "fell apart" after the sheath was removed and the first suture was being tied. There was no report of difficulties with sheath insertion or removal. Due to the report of the tissue "falling apart", it is likely that the patient's tissue was friable. The patient's advanced age ((B)(6)) may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.